Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy manifested by cloudy effluent. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, during hospitalization, the patient began treatment for the peritonitis with ceftriaxone (dose and frequency not reported) intravenously (IV) and at the time of this report, this treatment was ongoing. On an unreported date, during hospitalization, the patient was treated for the peritonitis with an unspecified antibiotic orally. Nine days after being admitted to the hospital, the patient was recovered and was discharged. After discharge, treatment for the peritonitis with oral antibiotics (unspecified) was to continue for the next ten days. At the time of this report dianeal therapies were ongoing. No additional information is available at this time. This is report 3 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).